Event description:
Device issue: none. Adverse event (ae): possible in-stent thrombus, transient ischemic attacks, hypotension, stroke, death. Time of ae: post procedure. It was reported via trial that 1 hour post successful stent implantation in the left internal carotid artery, on (B)(6)2010, the patient experienced hypotension treated with dopamine, oral sudafed and fluids. On (B)(6)2010, 3 days post procedure, the patient had a transient ischemic attack (tia) with facial droop, increasing confusion/disorientation, slurred speech, and right weakness. CT scan of the head showed a small intraluminal possible filling defects along the margins of the stent, suggesting thrombus, but showed no evidence of stroke. Heparin drip was administered and a loading dose of plavix was given, since the patient had not received plavix since the day of the procedure. The symptoms resolved within 24 hours. On (B)(6)2010, the patient experienced a repeat episode of the neurologic deficits along with the hypotension. The neurological deficits completely resolved within 24 hours. Hypotension resolved on (B)(6)2010, and the patient was discharged to home on (B)(6)2010. On (B)(6)2010, the patient experienced a massive stroke with right sided deficits and difficulty speaking. The patient died at home due to stroke on (B)(6)2010. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4): there was no reported product deficiency. The reported patient effects of neurological deficit/dysfunction, thrombosis, hypotension, cerebrovascular accident (stroke) and death are known adverse events listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.